Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with prostyle devices using the pre-close technique via a 6f hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, placement of the first prostyle device was successful. When attempting to place a second prostyle device, a cuff miss [suture retrieval issue] occurred. The sutures of five new prostyle devices were attempted and also had cuff misses. The sheath was upsized to a 9f, then also a 20f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture along with a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An additional deployed prostyle device was returned. A posterior foot break not returned was found during evaluation of the returned device. The location of the detached foot is unknown.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The original prostyle devices referenced are filed under separate report numbers. This report captures the additional device returned.

Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode was observed as a foot detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similarity could not be determined as a specific failure mode was not provided. Based on the returned device condition, a conclusive cause could not be determined as no information regarding the device or a failure mode was reported or provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.h6 medical device problem code 1562 was removed and replaced with code 3190.